Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found. (B) (4) no anomalies found. For the (B) (4) device upon visual inspection is was found that the setscrew was missing. For the (B) (4) device there were no issues items claimed in the medtroinc analysis review system.

Event description:
It was reported that during the implant procedure, the lead pins in the virtuoso device header because the set screws were blocking the hole. Attempts to back the screw off with a wrench failed and the device was not used. Next a maximo ii dr device was used and the wrench used to tighten down the set screws would not engage and kept rolling off the wrench. These devices were not implanted. No patient complications have been reported as a result of this event.